Event description:
The customer reported the ventilator shut down and alarmed and restarted during normal ventilation operation. The customer reported the device was in use on a patient during transport to the shower, and there was no patient harm. Review of the device diagnostic history noted a +-24/12 volt power failure occurence during operation with a vent inop occurrence during subsequent power on. If a +-24/12 volt failure of the ventilator occurs during use and results in a shutdown, an audible power fail alarm will activate. During evaluation, the manufacturer's field service engineer reported the device would restart when the external battery stopped operating and the unit switched to the backup battery. Evaluation of the external battery noted the battery date of 2010 and the battery voltage below specification. The service engineer replaced the external battery to address the findings. Performance verification testing was completed and passed per operating specifications. Proper care, maintenance and testing should be performed when using battery power sources. Use error contributed to this reported event.